Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
After follow-up with patient, we have added two additional clinical codes. (Scarring and inflammation).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to discontinue the aligners due to allergic reaction around their mouth.